Event description:
It was reported the patient was shaking when they were recharging. The reporter stated they received a call on the night prior to this report from a patient who was charging their implantable neurostimulator (ins) and their leg was shaking. It was noted the manufacturing representative told the patient to turn the ins off. It was further noted the patient sawa power on reset (por) message. The reporter stated the patient turned the ins back on and was fine, but not feeling much. It was noted the patient had low amplitudes and one group with three programs at 0.15, 0.2, and 0.25.

Manufacturer narrative:
Concomitant medical products: product ID 37746, serial# (B)(4), product type programmer, patient. Product ID 3 7754, serial# (B)(4), product type recharger, product ID 3550-39, lot# n353687, implanted: 2012-(B)(6), product type accessory, product ID 39565-65, serial# (B)(4), implanted: 2012-(B)(6), product type lead. (B)(4).